Manufacturer narrative:
(B)(4). Service engineer was unable to duplicate the problem. Service replaced di pcb as a precaution. They performed calibration and self test and checked all functions. The panel was sent back to customer. (B)(4).

Event description:
The customer reported horizontal and vertical lines on the image. It is possible that the image was retaken, resulting in unintended radiation exposure.